Event description:
After clarification received on october 21, 2015, the device was reported by error. No product problem nor adverse event is associated with the product.

Manufacturer narrative:
((B)(4)). Evaluation on-going. Additional information is being seeked. A follow-up will be sent upon conclusion of the investigation.

Event description:
During a cardiac surgery performed on (B)(6) 2015, the graft was reported to bleed excessively, which required blood transfusion. Antifibrinolytic medication was administered. The event has been communicated to the designated complaint handling unit on (B)(6) 2015.